Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the samsung does not hold a charge and when it loses a charge the stimulation does not work. The caller reported that this happened beginning in (B)(6). The caller reported that the pa that they see told them that they are seeing this happen about the newer models, that when the handset loses a charge, the therapy stops. The caller reports that they saw the pa 3 weeks after implant and they made some adjustments but advised the patient not to change programs too frequently. The patient reported only changing the intensity but staying on the same program. Troubleshooting was unable to be performed as it was reviewed with the caller that the external handset battery level does not impact the ins, that is powered by its own battery inside the implant. Agent reviewed with the caller to follow the instructions from the hcp about changing settings/programs. Agent documented reported event. No further action was taken by patient services. Pt was transferred back to patient services from healthcare it as healthcare it reported pt seemed to think their ins battery is depleting rapidly and their handset is slow when trying to recharge "the device". Pt clarified it takes about a half hour to charge their device and stated they were told that was normal but reported the implant "feels like it's been turned off in that time that I'm waiting for the stimulator to be charged back up". Agent reviewed pt's ins is non-rechargeable and pt confirmed understanding. Agent reviewed therapy overview. Pt reported they feel when their handset is depleting and they are getting it charged back up that they are having symptoms like they had before the implant. Pt reported having urges to go more frequently. Pt stated it's not that they really need to go but they feel like they do. Agent reviewed purpose of external devices/therapy. Agent walked pt through how to increase stimulation and pt successfully increased stimulation on the call. Pt stated before they were increasing stimulation until they felt stim, then decreasing stim so they would no longer feel it as that's what they thought they were supposed to do. Agent reviewed stimulation overview/expectations. Pt increased stimulation on the call until feeling "surging the whole time" (feeling of stimulation) comfortably. Pt will monitor symptoms now that therapy change was made. Upon further review, during initial call, the caller reported that starting in (B)(6) the symptoms came back like before they had the implant and they had an urge to go every 15 mins, but when they went, only a little bit.